Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a system error 322 alarm. Service evaluation verified the system error 322 alarm while attempting to run an infusion. The cause was identified to be the link screw gap out of specification which was adjusted. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received device evaluation assessment. This evaluation included a visual assessment as well as functional testing. The device failed testing due to a system error 345 alarm. Service evaluation verified the system error 345 alarm response through a review of the event history log. The cause was identified to be a failed ultrasonic sensor which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device displayed a system error 345 (thermistor disparity) and system error 322 (link switch error (low)) alarm. There was no patient involvement. No additional information is available.